Event description:
It was reported that the pacing lead impedance and capture threshold had increased. There had been loss of capture since the last device check in (B)(6) 2011. Possible lead fracture or connection issue. The device was reprogrammed by increasing the ventricular output voltage. The lead remains implanted, but change-out was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.